Event description:
It was reported that the physician implanted a 2.75 x 18 mm xience v stent at the lesion in the distal right coronary artery using 10 atmospheres. Post-deployment an edge dissection was observed at the distal end of the stent. Another 2.5 x 12 stent had to be deployed to cover the dissection. No additional information was provided and no patient effects were noted.

Manufacturer narrative:
(B)(4). Dilatation catheter: voyager nc; guide wire: all star; guiding catheter: cordis; inflation device: medtronic. There was no reported product deficiency. The reported patient effect of dissection is listed as a potential adverse patient effect in the product instruction for use. Although a conclusive cause for the reported dissection and the relationship to the product, if any, cannot be determined, there is no indication in this case of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Age at time of event - corrected from unk to (B)(6).